Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/8/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number pl5214, and no non-conformances related to the reported complaint condition were identified. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned devices. Visual analysis of the returned sample determined that six unopened samples of product code sxpp1a404 were received for evaluation. Visual inspection of the unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as the device performed without any defect noted and the actual complaint sample was not returned for analysis. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure? Yes. Please provide the lot number for the involved device. Pl5214. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a sigmoid colectomy on (B)(6) 2021 and barbed suture was used. During the procedure, the needle popped off when closing the fascia. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.